Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a revision due to a suspected lead migration, as a result, the lead was replaced. The patient was stable post operation. The explanted device will not return for analysis as it was disposed per facility protocol.

Manufacturer narrative:
The device was not returned to boston scientific for analysis, and the complaint as reported could not be confirmed. A review of the device history record (DHR) showed that the device met all specifications prior to shipment, with no manufacturing deviations identified that could have contributed to the reported event. Due to the absence of the device for analysis, the lack of corroborating clinical evidence, and no identified manufacturing issues, this investigation is unable to determine a probable cause for the complaint. Therefore, in the absence of device return and analysis the likely root cause could not be established. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a revision due to a suspected lead migration, as a result, the lead was replaced. The patient was stable post operation. The explanted device will not return for analysis as it was disposed per facility protocol.